Event description:
Ous MDR - it was reported that this device was not able to be interrogated. Different programmers were used, magnet m-50 was applied, backup vvi stimulation was tried from pgh and from programmer with no reaction from the device. No magnet rate, the device still stimulate in vvi 60 bpm. In last follow up 80 percent of battery and parameters of the lead were normal. One last attempt to interrogate in operation room was unsuccessful. The device was successfully replaced.

Manufacturer narrative:
The aforementioned pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. An interrogation of the pacemaker was properly feasible. The clinical event could not be reproduced during analysis. The pacemakers memory content was analyzed. The inspection revealed that on (B)(6) 2017 a reset procedure occurred at 15:02 oclock, however, the root cause was not determinable based on the information available for analysis. Beside this observation, no other peculiarities were observed. In particular, the battery was found to be sufficiently charged and as expected. At a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The pacemaker was fully functional. There was no indication of a device malfunction. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and a sufficiently charged battery was confirmed. The current consumption was directly measured and proved to be as expected. Further investigations of the electronic module did not show any peculiarity which might have contributed to the clinical observation. The electronic module and the battery proved to be within specification during the analysis. In conclusion, despite the thorough analysis of this pacemaker, the root cause for the clinical observation was not determinable and the clinical event could not be reproduced. The device could be properly interrogated and the therapy functions were fully available. Based on the analysis results it is reasonable to assume that the therapy functions were available at all times while the device was implanted and in service.